Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an in.pact pacific balloon to treat a severely calcified lesion in the common iliac artery. The device was prepped as per the IFU with no issues identified. No resistance was encountered advancing the device and excessive force was not used. It was reported that during deflation at an unknown pressure, the balloon burst. All fragments were retrieved. No patient injury occurred. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Device evaluation summary: the device was returned for the analysis. A visual and tactile inspection was carried out on the device: the balloon was found broken and a portion of the guide wire lumen was found detached; the distal portion of the balloon was not returned for the analysis. Dry blood traces were found inside the catheter and on the balloon. It was not possible to completely advance the guidewire. The guidewire lumen was stretched in correspondence of the detachment point. Additional information: it is unknown when the balloon burst. If information is provided in the future, a supplemental report will be issued.

Event description:
It is unknown when the balloon burst.